Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (2000 mcg/ml, 927.2 mcg/day) for the treatment of spinal pain and other chronic/intract pain (trunk/limbs). It was reported that there was more medication left in the pump than there was supposed to be on (B)(6) 2018. No patient symptom was reported. No further complication was reported.